Manufacturer narrative:
(B)(4). Pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump had crack where the battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.